Event description:
A malfunction was reported on the pump by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support (cts) resolved the issue by arranging a replacement pump and provided instructions for using the new device and returning the faulty one. The customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.